Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2011 and performed to specification up to the 21st april 2013. Multiple manual power ups of ten minutes duration were observed in the device memory between 26th april 2013 and the last log entry on the 7th may 2015. The pad-pak became depleted and multiple pad-paks were installed. The device user accessible memory was erased after the last log entry. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was switching on automatically.